Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that during a procedure there was no flow when a centrifugal pump 5 (cp5) was used. Reportedly the display was working and there was no flow. There was no report of patient injury.

Manufacturer narrative:
H.10: based on investigation performed for similar cases, the most likely root causes of the reported event can be: hardware malfunction of the cp5; defective disposable revolution pump; patient and/or procedural factors. Serial readout of cp5 control panel was analyzed revealing that no error message was stored in the date of the event meaning that no hardware malfunction occurred. The unit was returned to the manufactured site. Unit was tested and failure was not reproduced. Unit worked as per manufacturer specification. As per equipment maintenance interventions prevention the motor control board and hall sensors were replaced due to trace of corrosion. However, functionality of the above mentioned parts was not compromised. Based on the above, any hardware malfunction of the device can be reasonably ruled out. Through follow-up communication livanova learned that customer was using livanova revolution pump during procedure. Analysis of all pts shipped to the customer facility between january 2021 and february 2022 has been performed in order to evaluate potential disposable contribution on complained event. Analysis revealed that pts lot number: 2104200120 containing the revolution pump lot: 2103100024 was shipped. DHR review of revolution pump lot has not pointed out any deviations or non-conformities possibly relevant to occurred issue and no further similar complaints have been recorded for noticed product lot on a total of (B)(4) manufactured units distributed worldwide, thus excluding any systematic quality issue. Based on the investigation results and collected information, the most likely root cause of the reported event is related to procedural factors and/or patient clinical conditions.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was checked and that the reported issue could not be reproduced. In addition, it was learned that the machine stopped right at the end of the procedure and that the procedure was stopped. It was also reported that noise coming from the pump was heard by the customer and that centrifugal pump was running but there was no flow. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.